Event description:
It was reported that a patient is experiencing pain after the implantation of a primary shoulder approximately 6 months ago. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 36mm glenosphere cat# 00434903611 lot# 64844912, 9mm humeral stem spacer cat# 00434903909 lot# 65171976, 36mm +0mm offset poly liner cat# 00434903600 lot# 64737398, 10mm 130mm length humeral stem cat# 00434901013 lot# 64986610. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02503, 0001822565 - 2022 - 02506, 0001822565 - 2022 - 02507, 0001822565 - 2022 - 02508.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.